Manufacturer narrative:
Block b3: the date of the event was approximated to 7/1/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip difficult to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a clipping procedure for polyps performed on an unknown date. During the procedure, the clip would not release from the catheter. During the attempt, the wire and coil came out from the side of the handle. The procedure was completed with this device. There were no patient complications reported as a result of this event.